Event description:
Specimen port "popped off" as accordian pleat expanded while removing liner. Staff claimed all ports were secured and disassembly occurred as per instructions. Staff member splashed.